Event description:
Reporting status: death. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury/death. Device issue: balloon rupture. It was reported that the patient had presented to the hospital with chest pain, and during use of the device to treat the patient, the balloon ruptured at 16 atms; however, the stent was successfully implanted. The balloon was removed from the patient without further incident. Later that same day, the patient was transferred to another hospital where they reportedly died. It was unclear whether the death was related to the xience device or to a clotting problem with the incision to the femoral artery. Additionally, it is unknown whether any abbott closure device was used on the femoral artery. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. The information provided was copied from the user facility medwatch report received by the manufacturer. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon. There was contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was a kink in the hypotube 2 cm proximal to the guide wire exit notch. There was no damage noted to the sds. A new indeflator filled with water was used to pressurize the balloon and a longitudinal rupture was observed 2 mm proximal to the distal marker for a length of 1.1 mm. There were two scratches in the balloon; one radial scratch in the distal shoulder for a length of 1.5 mm, and one longitudinal scratch in the distal taper for a length of .7 mm. There was no other damage noted to the sds. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.